Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged trunk cable connector) has been confirmed. As received, the electrode belt trunk cable connector was cracked and the white (drvn gnd) wire was found to be open in the trunk cable. The root cause of the cracked connector was unable to be positively identified. The cause of the open wire and cracked connector was unable to be positively identified. No adverse event resulted from the damaged cable.

Event description:
A us distributor returned electrode belt sn (B)(4) indicating that the patient reported a damaged trunk cable connector.